Event description:
This report summarizes 75 malfunction events in which the device reportedly overheated. 49 events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact. 13 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 75 events were reported for this quarter. Product return status: 55 devices were received. 5 devices were not available for evaluation. 15 device investigation types have not yet been determined. Additional information: 75 devices were not labeled for single-use. 75 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 74 previously reported events are included in this follow-up record. Product return status: 56 devices were received. 18 devices were not available for evaluation.

Event description:
This report summarizes 74 malfunction events in which the device reportedly overheated. 46 events had no patient involvement; no patient impact. 16 events had patient involvement; no patient impact. 12 events had insufficient information received.

Event description:
This report summarizes 74 malfunction events in which the device reportedly overheated. 47 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact. 12 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 75 events were previously reported during the reporting quarter; however, 1 event was reported in error. 74 previously reported events are included in this follow-up record. Product return status: 56 devices were received. 16 devices were not available for evaluation. 2 device investigation types have not yet been determined.